Event description:
Previously treatment with l4-l5 stalif and l5-s1 stalif. Pt presented post-operative with pseudoarthrosis at both levels. Screws placed at l4 and s1, with iliac crest graft. One day post-operative, patient reported felling a "big pop". X-rays did not show anything. One week later, rod appeared to have slipped out.